Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient using an external neurostimulator (ens) for urge incontinence. It was reported that they stopped voiding on their own on wednesday (B)(6) 2020 at 1 pm and started using catheters. They started tracking information on (B)(6) 2020 after getting home from the hospital. The patient went to their healthcare professional yesterday to have their urine tested to make sure they didn¿t have an infection. No device issues were reported. Additional information was received from a consumer. It was reported that they are no longer able to void on their own and are using a catheter now.